Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal]. Tampon comes apart [device breakage]. Leave behind product inside. Never something I noticed before with the previous make [product quality issue]. Consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported. Lot numbers- 10048/58670019, 17162/59210632, 17842480308.

Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal]. Tampon comes apart [device breakage]. Leave behind product inside... Never something I noticed before with the previous make [product quality issue]. Consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported. Lot numbers- 10048/58670019, 17162/59210632, 17842480308. (B)(6) 2021: no failure could be identified as a result of the investigation.

Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal]. Tampon comes apart [device breakage]. Leave behind product inside never something I noticed before with the previous make [product quality issue]. Consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported. Lot numbers- 17162/59210632, 17842480308. 4-jun-2021: no failure could be identified as a result of the investigation.